Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ("hysterectomy") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required), headache ("long headache"), asthenia ("my energy is better") and feeling abnormal ("brain fog"). The patient was treated with surgery. At the time of the report, the hysterectomy outcome was unknown, the headache had resolved and the asthenia and feeling abnormal was resolving. The reporter considered asthenia, feeling abnormal, headache and hysterectomy to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.